Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1996, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: (B)(6) 1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. It was reported five years ago in 2013 the patient experienced withdrawal/withdrawal symptoms and clogged line. The catheter was replaced. Further information was not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.